Manufacturer narrative:
(B)(4). No sample was returned for evaluation. The device history records were reviewed for the reported lot number m5089t506, the records indicate the product met manufacturing procedures and was accepted by quality assurance inspectors. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced eight different incidences, which were associated with separate units, involving eight different patients. This is the fifth of eight reports. Refer to 8030647-2015-00141 for the first patient. Refer to 8030647-2015-00153 for the second patient. Refer to 8030647-2015-00154 for the third patient. Refer to 8030647-2015-00155 for the fourth patient. Refer to 8030647-2015-00157 for the sixth patient. Refer to 8030647-2015-00158 for the seventh patient. Refer to 8030647-2015-00159 for the eighth patient. It was reported the closed suction catheter was not locking off properly. When locked the catheter continues to suction and was leaking. No injuries reported. Additional information was received on 07/15/2015 stating that there were vent alarms indicating low volume and were resolved with increased ventilation with no adverse effects for the patient.